Event description:
Procedure: thoraco/lung biopsy. According to the reporter: after the 2nd firing, the release lever was returned, but the jaws would not open. Using electric knife, additional resection of tissue and ligation was done. Oozing was reported as under 200cc.